Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. As part of our investigation, the reprocessing practice of the user facility was checked and three deviations from the instruction for use of the subject device were confirmed as follows. Flushing the forceps elevator in the detergent solution had not been performed. The biopsy valve, the air/water valve, and the suction valve had not been brushed. The air/water channel, the suction channel, and the auxiliary channel had not been flushed with alcohol. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for sphingomonas paucimobilis (over 100 cfu / 100 ml). Then the subject device was reprocessed and the microbiological testing was conducted again. The testing result indicated that no microbe was detected from the sample collected from the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 or etd4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.